Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-may-2023, UDI#: (B)(4). A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the wireless external neurostimulator (wens) and lead were both opened but not used. The manufacturer representative stated that the physician decided to use new ones due to abnormally high impedances during multiple tests. No patient symptoms were reported and there were no complications. Indication for use is unknown. Additional information was received from the manufacturer representative. It was reported that the issue occurred pre-op and that both leads were showing impedance values of 3,000 ohms and above. Troubleshooting steps including wiping the leads, repositioning the leads, and re-testing them. The manufacturer representative stated that they repeated this numerous times, but it did not resolve the issue. It was noted that the wireless external neurostimulator (wens) was replaced and they were still getting high impedances. The lead was also replaced and the manufacturer representative was able to reprogram the patient so that they could proceed with the trial. The patient successfully completed the trial using the second wens and the new lead and got a full system implant with that same lead. It was noted that the issue was resolved and the patient was happy. The manufacturer representative stated that they thought the root cause could be ¿just the patient.¿ the manufacturer representative confirmed that the second wens and the lead would be returned for analysis. It was noted that the first wens that was used was discarded.